Manufacturer narrative:
(B)(4). Date sent: 3/17/2023. D4: batch # 513a80. Additional information was requested, and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? No obvious damage on the packaging. The customer suspected the seal of tyvek was not good enough. Was sterility compromised as a result of the packaging damage? Not sure. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the cecr60b reload was returned with its opened packaging. The packaging was examined for visual inspection, and no stains were found on the packaging. Also, the packaging was noted to be partially open and the seal area was noted to be completed with no apparent damage. No damages on the opened package were noted. However, the reload was visually inspection and appears to be noted dry lubricant on the pan area. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no damages were noted on the package. The condition of the stain on the reload is related to the lubricant is sodium stearate; this is known to be matter non-toxic and biologically non-hazardous that is attributable to the assembly process. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number of e21120016, and no non-conformances were identified.

Manufacturer narrative:
(B)(4): batch # unk. Additional information was requested, and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? -no obvious damage on the packaging. The customer suspected the seal of tyvek was not good enough. Was sterility compromised as a result of the packaging damage? -not sure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before the surgery, drop of water was observed in the package. The customer suspected the package was not sealed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.